Event description:
Metal debris in screw head prevented the screwdriver from engaging. Product was unable to be used. Surgery was not extended.

Manufacturer narrative:
Visual inspection revealed the pins used in the spinner to deburr the threads were impacted in the broached head. The pins caused interference between the screw & the driver, rendering the screw useless. A retrospective review of file was performed in 2008. Initial assessment did not determine event details to be reportable as no impact to the patient was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction.